Event description:
It was reported the user is able to put his legs through the bed rails while he is in the bed. The user has sustained bruises as a result of these actions. No medical intervention was reported.